Event description:
It was reported that the first needle fractured at the tip during the second or third pass. The tip remained attached to the shaft and was completely removed from the patient. A second needle was then attempted to be used. As the needle was being passed for the second or third time the tip broke off the shaft of the device. The surgeon made an attempt to locate the fragment through x-ray. Reporter is reporting a retained fragment. The case was then completed using a different suture passing device. No enlarged or extra incisions were reported. The procedure was a rotator cuff repair.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The most likely cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury this is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.